Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of manufacturing report number 0001822565-2017-06432.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the sterile processing tech was disassembling the articular surface construct the bottom provisional broke. No patient involvement or consequences reported as a result of the malfunction. Attempts for further information are in progress, however additional information is unavailable at this time.